Event description:
It was reported that profile problem occurred. A 3.5mm synergy megatron drug-eluting stent was advanced for treatment. During the procedure, it was noted that the stent was initially opened at 3.67mm and then closed to 2.70mm. There were no patient complications due to this event.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.